Event description:
A caller reported a malfunction on the pump, identified by the malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer experienced this issue multiple times previously and, as a corrective measure, tandem technical support sent a replacement pump. The caller was advised on using a pump with updated software and the necessary steps to take upon receiving the replacement. Additionally, the caller was instructed to return the faulty pump using the provided return box and pre-paid label.